Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Concomitants: 320-38-00 145-deg pe 38mm hum liner +0 (B)(6). A10012 - gps implant kit v2 (B)(6). Exc-eqrv38-us - orthosensor 38mm USA (B)(6). 300-30-10 - equinoxe preserve stem 10mm (B)(6). 320-15-02 - rs glenoid plate sup (B)(6) deg (B)(6). 531-20-00 - shldr gps rvrs drill kit (B)(6). 531-78-20 - shouldr gps hex pins kit (B)(6). 320-15-05 - eq rev locking screw (B)(6). 320-10-00 - equinoxe reverse tray adapter plate tray +0 (B)(6). 320-20-00 - eq reverse torque defining screw kit (B)(6). 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm (B)(6). 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm (B)(6). 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm (B)(6). 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm (B)(6).

Event description:
As reported, approximately 1 month post initial right total shoulder arthroplasty (tsa), the patient underwent revision of the prosthesis due to dislocation. The patient was wheelchair-bound and within the first couple weeks after implant, reached over a chair and dislocated the prosthesis. The surgeon proceeded to revise the patient to larger and constrained implants. The glenosphere, locking screw, and liner were swapped out. The event was not related to the breakage of a device. There was a surgical delay/prolongation of approximately 30-45 minutes in relation to the need for revision surgery due to the dislocation. The patient was last known to be in stable condition following the event.